Event description:
Healthcare professional (hcp) reported the baxter meridian device had a power failure that occurred during hemodialysis patient treatment without an alarm. The blood was manually rinsed back to the patient and treatment continued on another meridian device without further issues to report. Hcp reported no medical intervention was necessary and no patient injury resulted from this event. Hcp did report that the machine alarmed appropriately for the bypass/isolation failures, but did not alarm prior to power failure.